Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a beeping anomaly. There was no difference between audio volumes. The customer¿s blood glucose during the incident was unknown. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No replace battery now alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin keypad assembly.